Manufacturer narrative:
A product investigation was completed: 04.211.032s: the threaded shaft is damaged. The thread flanks are flat and the anodized color is disappeared where damaged. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. It is likely that the screw was not been positioned accordingly so that the thread at the screw shaft got damaged during the insertion. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Due to the wear and tear signs we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID and weight are unknown. Patient age is unknown; patient is described as an octogenarian. Device was not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: variable angle-distal humerus plate (va-dhp) of medial and dorsolateral were used for an octogenarian female. Plate bending was applied to fix plate in the right position. The surgeon had difficulty to attach the drill sleeve, and found some string-shaped metal debris had come from the reported va-locking screw on the inserting. Therefore, he removed the reported screw. The surgeon inserted another screw instead. The surgeon tightened the screw to some extent because no click sound could be heard. The surgery was extended for thirty (30) minutes. No harm to the patient. This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: non-sterile 04.211.032 / 7837836 was manufactured in us, (B)(4), p/n 04.211.032, lot# 7837836 manufacturing location: (B)(4), manufacturing date: 10/31/14, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that the: this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 21.nov.2014 expiry date: 01.nov.2024, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.